Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while walking, with a continuous glucose monitor reading of 43 mg/dl and confirmatory fingerstick readings in the 60¿80 mg/dl range, and they treated the low with glucose tablets and chocolate; the user had announced a small carbohydrate amount to the ilet prior to understanding that treatment carbs for lows do not require announcement. Symptoms included hypoglycemia. Outcomes included recovery with stabilization of blood glucose and no medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding appropriate carbohydrate announcements when treating lows. Investigation of this case revealed no device malfunction and user-related management factors, with guidance provided that treatment carbohydrates for hypoglycemia should not be announced to the device. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use-related factors and patient condition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.